Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer assisted the customer in retrieving the drawer and verified that no repairs were necessary for the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the drawer 1 was unable to open, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.